Manufacturer narrative:
Correction - implanted date - (B)(6) 2013. Evaluation method: medical review. Results: medical review - a lens tear may occur due to poor loading technique into the cartridge. If the surgeon notices the tear only after delivery into the eye, a removal can be done using the same incision; it is not necessary to enlarge the incision or add any sutures therefore there is usually no impact on the patient's vision. Conclusions: based on the complaint history, work order search and medical review, the most probable cause of this event is unstable implant secondary to a torn lens. If a torn lens is left inside the eye, stability may be affected. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens tore/broke while being implanted and the lens de-centered. The patient complained of glares/halos. The lens is still implanted but the plan is to exchange the lens.

Manufacturer narrative:
(B)(4). Lens not returned. Evaluation, method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. (B)(4).